Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 490 mg/dl at the time of the incident. Customer was attempting to bolus with the pump. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor error alarm or excessive no delivery alarm was noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.